Event description:
My daughter had the synchromed infusion pump placed in 2008. Model 8637-20. She was in pain and fluid at the tip of the catheter. X-rays were taken and she was given pain meds. On sept. 12, 2008 I did my own research to find out that this same pump was recalled for that exact reason. The docs were sent jan. 2008 about the recall. They denied knowing about this recall. We had the pump removed at approximately two months later. I think that every patient should be receiving this recall info, as well as the physicians. My daughter was in so much pain from this pump. If I did not research this myself, who knows what this pump could have done to her. A class 1 recall is something everyone involved with that pump should have known. The part that bothers me is that, it was a recall in early 2008, and this same pump was placed about 6 months after the recall, with no mention of the recall. That upsets me greatly.